Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a loss of pacing output was experienced with the patient cable. It was noted that the issues was identified during device servicing. The cable is expected to be returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The cable passed incoming tests. The cable was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The cable was returned for analysis: 2018-11-12.